Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the ventricular injury is unknown, but may have been caused by interaction with the patient¿s pre-existing lvot calcification or procedural factors (device manipulation). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, after successfully implanting a 29mm sapien 3 case by tf approach in aortic position, a sudden drop in blood pressure was observed. An echocardiogram showed a pericardial effusion. The thv procedure was switched to open heart surgery. The ventricle perforation was stitched and the patient stabilized. However, the blood pressure dropped again. Repeat open heart surgery occurred and the bleeding could not be stopped. The patient expired. It is unknown at what point during the procedure the ventricle perforation happened, however it may have occurred as early as during the bav. The ventricle perforation may be due to lvot calcification.